Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during the drain phase of their pd treatment. The patient reported receiving draining slowly and filling slowly messages prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the fluid leak occurred during an unknown phase of treatment. There was multiple draining slowly and filling slowly messages prior to discovering the leak. The messages continued and treatment was cancelled. After cancelling the treatment, they shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that there were no issues with the bags and stated that the bag was not leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated that the cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during the drain phase of their pd treatment. The patient reported receiving draining slowly and filling slowly messages prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the fluid leak occurred during an unknown phase of treatment. There was multiple draining slowly and filling slowly messages prior to discovering the leak. The messages continued and treatment was cancelled. After cancelling the treatment, they shut down the machine and upon opening the cassette door there was fluid leaking out. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that there were no issues with the bags and stated that the bag was not leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has been continuing their peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn stated that the cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.